Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was intermittently unresponsive and the cartridge "does not lock in place and falls out on its own." There was no reported impact to customer's blood glucose level. Customer declined troubleshooting with tandem technical support.